Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 11.2-12.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The (B)(4) coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.3-14.9cm from the distal tip. The (B)(4) coating was damaged during the surgical procedure at this location.

Event description:
It was reported that the lead was explanted and replaced due to high capture threshold and impedance. Upon explant, externalized conductors were observed. The patient condition after the procedure was good.